Event description:
Surgeon revised patient's right hip due to periprosthetic fracture.

Manufacturer narrative:
Device description reported as an unknown securefit stem. An event regarding periprosthetic fracture involving an unknown securfit stem was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: insufficient information was received for review with a clinical consultant. -device history review was not performed as the lot ID is unknown. -complaint history review could not be performed as the device details are unknown. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, x-rays, operative reports and patient medical records would be helpful in investigating this event further. If additional information and/or device become available, this investigation will be reopened. Not returned due to hospital policy.